Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that a system diagnostics test at an office visit yielded high lead impedance. Patient does not feel normal or magnet mode stimulation. X-rays were reviewed by radiologist and manufacturer and radiologist did not visualize and anomalies; however, review by manufacturer indicated there was an acute angle in the lead by the generator. Revision surgery is likely. No serious injury was reported.